Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was still a remnant of essure coil/the remaining portion of the coil') and intermenstrual bleeding ('metorhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), intermenstrual bleeding (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), iron deficiency anaemia ("anemia"), urinary tract infection ("uti"), psychological trauma ("psych injury"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (operative hysteroscopy, diagnostic laparoscopy, bilateral salpingectomy, removal of essure coils). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, intermenstrual bleeding, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, iron deficiency anaemia, urinary tract infection, psychological trauma, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, intermenstrual bleeding, iron deficiency anaemia, nausea, pelvic pain, psychological trauma, urinary tract infection and weight increased to be related to essure. The reporter commented: essure insertion date provided in pfs : (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: no finding to indicate failure of fallopian tube occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was still a remnant of essure coil/the remaining portion of the coil') and intermenstrual bleeding ('metorhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), intermenstrual bleeding (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), iron deficiency anaemia ("anemia"), urinary tract infection ("uti"), psychological trauma ("psych injury"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (operative hysteroscopy, diagnostic laparoscopy, bilateral salpingectomy, removal of essure coils). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, intermenstrual bleeding, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, iron deficiency anaemia, urinary tract infection, psychological trauma, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, intermenstrual bleeding, iron deficiency anaemia, nausea, pelvic pain, psychological trauma, urinary tract infection and weight increased to be related to essure. The reporter commented: essure insertion date provided in pfs : (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: no finding to indicate failure of fallopian tube occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received. Reporter information, medical history, removal details added. Event: there was still a remnant of essure coil added. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.